Event description:
Vns patient underwent revision surgery due to a hematoma. The patient is reportedly doing well following the revision surgery, with no residual. It was reported that the patient's wounds were healing nicely since the revision surgery, but that their device had been programmed to off due to an increase in seizure activity with initiation of stimulation. The patient is schduled for follow-up to program the device back to on.